Event description:
It was reported that t:slim x2 pump battery would not charge even though pump was connected to tandem charging cable and tandem wall adapter, and a power source alert had appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer had already tried charging with tandem wall adapter for at least 30 minutes without improvement, then tried different wall adapter, after which pump began charging, and customer was informed that non-tandem charging supplies should only be used when instructed for troubleshooting, with replacement tandem wall adapter arranged and no further assistance required.